Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in threshold measurements and a high out of range pacing impedance measurement of greater than 3000 ohms. Fluoroscopy confirmed the rv lead had dislodged and that there was insulation damage as well as a fracture. During an attempt to surgically reposition the rv lead, the helix would not rotate properly. The rv lead was explanted and replaced prior to pocket closure and is no longer in service. No additional adverse patient effects were reported.